Event description:
It was reported that high impedance was seen on the patient's device. The patient was recently implanted about three months prior. X-rays were performed, and the hospital staff did not see anything significant. The x-rays could not be sent to the manufacturer due to hospital policy. There was no trauma or manipulation to the device. No surgical intervention has occurred to date.

Event description:
It was later reported that the electrodes were not removed from the patient's nerve during explant due to fibrosis, which could have been a contributing factor to the high impedance. No further relevant information has been received to date.

Event description:
The patient had full system explant due to infection (reported in MFR. Report #1644487-2017-04224). The hospital discarded the generator and lead. Therefore, no analysis could be performed.